Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding an endoscope used in unknown s pinal therapy. It was reported that outer tube was scratched, and the tip lens was scratched, the inner lens was broken, and the image was not clear. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event is japan. H3: device evaluation summary: product analysis # 0705706619 service report states, it was confirmed that the outer tube was scratched and the tip lens was scratched, the inner lens was damaged, and the image was cloudy. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.